Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged respiratory tightness, headache, very irritated throat, red eyelids, and cough. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of minor dirt, dust, and hair contamination on all external components, a green sticky contaminate was found on the back panel near the tubing connection port and the front panel slightly above and to the left of the display. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of dust contamination throughout the device including in the blower box and on the blower and insect contamination. The manufacturer found no evidence of sound abatement foam degradation. The device's event logs were downloaded and reviewed. The manufacturer found no errors logged. The manufacturer concludes there was evidence of minor dirt, dust, and hair contamination on all external components, a green sticky contaminate was found on the back panel near the tubing connection port and the front panel slightly above and to the left of the display, dust contamination throughout the device including in the blower box and on the blower and insect contamination. The manufacturer confirmed there was no evidence of sound abatement foam degradation.